Manufacturer narrative:
Event summary: visual inspection of the sheath showed the device shaft was kinked at 2.4 inches. Several flushes and aspirations were performed without issues aspiration/flushing test did not show any air passing through the tube or expelled from the sheath distal tip. Hemostatic valve was leak tight. Deflection was not working in both directions, dissection showed the pull wire was broken inside the handle. In conclusion, deflection issues were confirmed through testing for the returned sheath. The sheath failed the returned product inspection due to the broken pull wire inside the handle and shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath subsequently tested out of specification per the manufacturer's investigation.